Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter, a health care professional, did meter to lab comparison tests on facility meter. Using samples from unidentified patients (reportedly capillary samples used for meter, venous samples used for lab draw) meter readings were 452 and 490 mg/dl, and lab result given was 337 mg/dl. No further information regarding patients or testing was given.